Event description:
Procedure type: l. Ant resec w/end-end anastomosis. According to the reporter: firing felt weird. After removing the device, it was found the rectum wall was torn. Additional manual suturing was done. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).